Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there were episodes of noise that resulted in oversensing on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed no insulation damage on the lead. The rv lead was capped and replaced to resolve the event. The patient was stable and did not receive any inappropriate therapy due to the noise and oversensing episodes.